Manufacturer narrative:
The device was manufactured on 11/29/2012 and was previously returned for repair on (B)(6) 2013 for a non-related issue. The zimmer air dermatome ii handpiece device, serial number (B)(4) , was not returned to zimmer surgical for evaluation and repair. Product retrieval was suspended due to lack of customer response. The reported event could not be confirmed and a cause could not be determined.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the patient is a (B)(6) female who suffered injuries to the face and hands on (B)(6) 2014 after being bitten by a donkey. Her left ear was bitten off and since the incident the patient had underwent surgeries to repair and reconstruct the left ear. The patient was scheduled for additional left ear reconstruction on (B)(6) 2015. During the procedure the surgeon was taking donor skin graft from the left thigh using a nitrogen dermatome. During use of the dermatome, the blade took differing levels of skin thickness and "jumped" along the skin. Two separate grafts had to be taken, neither of which were of good quality. Additional information determined that the second graft was unplanned and was needed as a result of the damage to the initial harvest. There was a delay of approximately 15 minutes while the second graft was obtained.